Event description:
It was reported by dealer that the tdxspree-cg power chair is high centering, causing the drive wheels to lift off the ground. Could be multi issues, tech advised what could cause this to happen, dealer will review and call back if can't fix.